Event description:
As reported, during a robotic ventral hernia repair procedure on (B)(6) 2022, the bard/davol ventralight st w/ echo ps yellow anchor detached from the inflation tube during removal of the echo ps once mesh was placed. As reported, the surgeon made additional small ex-lap incision and tried to locate the yellow anchor but could not retrieve it, left it in vivo. It was reported there was delay in procedure due to the reported event. It was also reported that the surgeon did not cut the inflation tube at the skin level below the yellow anchor prior to removal. There was no reported patient injury.

Manufacturer narrative:
As reported, the surgeon did not cut the inflation tube at skin level below the yellow anchor prior to removal as prescribed in the instructions-for-use. Had the user followed this instruction the yellow anchor portion of the inflation tube would have been removed prior to pulling it through the abdomen. Based on the information provided the reported event is determined to be use related as the instructions-for-use were not followed. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Per the instructions-for-use, supplied with the device, ¿to deflate the echo ps positioning system release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube.¿ the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.